Event description:
A sales representative reported that the proseal was torn on a patient's teeth while the physician was trying to insert it. The physician had a hard time opening the patient's mouth adequately and had a difficult time inserting the proseal. On the 3rd attempt, the mask went in but the physician noticed the cuff balloon was not inflating. Upon removal he noticed the tears in the cuff. The proseal was replaced with an ett, although it was not easily placed. It was reported that there was no problems with the patient's oxygen levels during insertion attempts. There was no report of patient injury or problem. The user facility returned the lma for evaluation.